Event description:
It was reported the programmer screen will not stay calibrated. When the stylus is moved from the right to the left, the pointer offset increases. The rear compartment door is also broke. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. Analysis did find that the power cord bay was broken.